Manufacturer narrative:
D4: correction h3: one device was returned for analysis in used condition. Visual inspection showed the manual button is broken. Service history identified the complaint was not related to a previous service of the device within the review period. The cause of the damage was identified to be impact to the device. The device has been deemed beyond economical repair due to obsolete components needed to complete final testing and will be scrapped onsite or returned incomplete.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the green manual ventilation button was missing. There was unknown patient involvement and unknown patient harm/adverse event reported.